Event description:
The customer reported to olympus technical assistance center (tac), the image on the evis exera iii video system center was intermittent and a serial digital interface (sdi) searching message had been displayed on the radiance monitor. The intended procedure was diagnostic. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of intermittent image.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer had reseated the serial digital interface (sdi) but the intermittent image sill occurred. The customer replaced the sdi cable and the image was restored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain occupation for the reporter but were not successful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported event is due to component failure. Olympus will continue to monitor field performance for this device. If additional information is obtained at a later date, a supplemental report will be submitted.